Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] for diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7/ pages 95-96. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged.

Event description:
The patient reported that their blood glucose level reached high (>500 mg/dl) while wearing the pod longer than 48 hours on her arm. The patient was hospitalized, diagnosed with diabetic ketoacidosis. And treated with IV fluids and manual insulin injection. The day before she was hospitalized, her arm hit a wall; possibly dislodging cannula.